Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-02451. It was reported that on (B)(6) 2020 patient underwent implant surgery during which, csf fluid was encountered upon needle entry. Patient was monitored overnight and is currently stable.